Event description:
It was reported that pump experienced malfunction after exposure to extreme temperatures, and customer believed heat may have contributed to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed pump was part of a field correction, verified email information, and planned to resend notice and complete required form on customer¿s behalf; staff also provided reset instructions, assisted with pump reset, confirmed malfunction did not recur, and advised customer to continue using pump and call back if issue returned.